Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) quality engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause is attributed to improper customer setup. Based on the isi technical support engineer (tse) notes, the system issue was due to a loosely connected, improperly seated, or disconnected endoscope.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope for evaluation. The probable root cause cannot be determined based on the information provided. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) called in and stated the 30-degree endoscope was being reinstalled as a 30 up but it was rotating to a 30 down when installed. The isi technical support engineer (tse) advised site to remove the scope, clear the memory the next time it happens and then install scope with the orientation they wanted. The procedure was completing as planned with no reported injury.